Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed failed battery test. The blood glucose reading was 445 mg/dl. The customer complained of nausea, vomiting, and presence of ketones. She reported that she did not receive any no delivery alarms. She stated that she would not disconnect from the quick release; she was advised that troubleshooting could not be done while she was still connected to the reservoir. The customer stated that the device did not always deliver insulin. She also stated that she had bent infusion set cannulas occasionally. She declined troubleshooting assistance for all the issues. Nothing further reported.